Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: materials analysis concluded that the t-handle fractured as a result of mixed cleavage and ductile overload from an applied torsional force. No materials or manufacturing defects were found. Conclusion: the probable root cause is material wear.

Event description:
It was reported that the t-handle broke during surgery.

Event description:
It was reported that the t-handle broke during surgery.